Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric percutaneous fistula closure, while firing across the stomach, the tissue was very thick and the staple fire never engaged fully to fire and the handle made a cracking sound. The surgeon then used a bigger reload and a new handle where when fired the handle cracked again but were able to continue the firing through to the end. There was no patient injury.